Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, while flushing fluid was noted from the hemostasis cap up into the sterile sleeve. The sheath was removed to resolve the issue and the procedure was completed with no adverse patient consequences. The patient was in the ccu.